Event description:
Pt was having arthroscopic lt. Knee surgery. The meniscal blade began making a high pitched grinding noise then the blade started to shed metal flakes into the pt's lt. Knee -this could be seen on the arthroscopic monitor-. The blade was immediately replaced and all the metal shavings were removed with suction. Dates of use: (B)(6) 2010 < 1 hr. Diagnosis or reason for use: lt. Knee arthroscopy. Event reappeared after reintroduction? No.